Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. Update received: (B)(6) 2014 - filled mapped to mw fields, cross referenced, added reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months post op), amended revision date: (B)(6) 2009, added surgeon: mr (B)(6), added surgeon initials: (B)(6), added hospital area: (B)(6), attached surgeon confirmation form, attached surgeon correspondence, clarified details, amended cup complaint category - product related to non contributing implant not removed, as this patient underwent a resurfacing to xl procedure, so the cup remained in situ and was not revised at this point, but was revised at a later date which has been reported in (B)(4). Resurfacing to xl patient - (B)(4) for 2nd of 2 revision where the cup was revised.